Event description:
Tech alleged that the bed exit did not alarm.

Manufacturer narrative:
Technician put the bed out of service until the capital tech can repair it. No further info is available on the repair of this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.